Manufacturer narrative:
Qn# (B)(4). The device (catalog#) is not intended for sale in the us. Similar device/component sold in the us.

Event description:
The customer reports: the plastic hub of the introducer needle has hairline cracks and this is noted during patient use.

Manufacturer narrative:
(B)(4). The customer returned one introducer needle for evaluation. Visual and microscopic examination of the needle revealed two large cracks in the introducer needle hub. The needle hub was functionally tested by attaching a lab inventory syringe filled with water to the needle hub and then depressing the plunger to expel the water. Water exited the needle bevel and the cracks in the needle hub. A device history record review was performed with no relevant findings. The reported complaint that the introducer needle was cracked was confirmed by complaint investigation. The returned introducer needle hub contained multiple cracks. A device history record review was performed and no relevant manufacturing issues were identified. Further investigation of this issue is being conducted under a CAPA (corrective action not yet implemented). The CAPA failure investigation indicates that the probable cause is design related.

Event description:
The customer reports: the plastic hub of the introducer needle has hairline cracks and this is noted during patient use.